Event description:
The manufacturer received information alleging an everflo oxygen concentrator was not producing oxygen while in use. The patient's blood oxygen saturation decreased and was placed on supplemental oxygen without incidence. The device was returned to the manufacturer. The investigation is still ongoing. A follow up report will be filed when the manufacturer has completed the investigation.